Event description:
It was reported that a few hours post implant, the patient suffered from constant phrenic nerve stimulation due to the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. It was noted that the patient is taking part in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.